Manufacturer narrative:
The dpu was returned without the coil. The coil was implanted. Melted detachment fiber was found pooled around and above the detachment zone. The most likely root cause of the coil needed thirty detachment attempts was due to the melting detachment fiber pooling around and above the detachment zone. This may have temporarily captured the coil before releasing it after further repositioning and detachment attempts were performed. However, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
The coil could not be detached. The battery for the detachment control box and a connecting cable were changed to new ones. But the coil was still not detached. Finally; the coil was detached when moving the dpu position and pressing detach 30 times.